Manufacturer narrative:
Investigation summary: ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the left femoral artery in a 73-year-old male patient with a past medical history of coronary artery disease (cad), and peripheral artery disease (pad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support during a percutaneous coronary intervention (pci). The impella functioned at p-9 at 5.5l/min with no issues. It was reported that after the impella was removed, the staff were unable to locate a pulse initially, but eventually were able to locate a dorsalis pedis (dp) pulse. The cardiothoracic surgeon was made aware, and a vascular surgeon was consulted; however, no intervention was required. The post-procedure outcome is survived at explant, with an escalation of therapy to an impella 5.5. Limb ischemia is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
D4 UDI information was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Date of explant, d6b, has been added.